Manufacturer narrative:
Siemens filed initial MDR 2517506-2019-00340 on (B)(6)2019 additional information (B)(6) 2019 : siemens further investigated and determined that the customer was not following the operator's guide instructions related to specimen handling. The guide contains guidance to verify that there are no air bubbles in the sample container (preparing sample section) and that adequate volume is in the sample cup (using small sample containers (ssc) section) for the testing required. The potential cause of the discordant, falsely elevated cardiac troponin I (tni) result is a use error related to specimen handling. The instrument is performing according to specifications. No further evaluation of this device is required. Conclusion code is revised in the section h6 to reflect the cause of discordant, falsely elevated cardiac troponin I (tni) result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported obtaining a discordant cardiac troponin I (tni) result. Siemens customer service engineer (cse) was dispatched to the customer site. The customer reported level sense errors. The cse performed the following: replaced sample conduit and level sense printed circuit board (pcb), replaced cable adapter u/s and l/s sampler, initialized level sense and tested cup and tube x30, primed and aligned sample probe. The cse ran quality control (qc) the qc recovered acceptably. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni) result was obtained on a dimension exl with lm instrument. The initial result was reported to the physician(s) and was questioned. The sample was repeated on the instrument, resulting low. Another sample from an additional sample tube collected from same patient also provided low tni result when run on the same instrument. The customer considers the repeat result to be the correct result. The repeat result was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.